Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error indicating the programmer had overheated. The caller was advised to power cycled the programmer which cleared the error. The caller was advised to return the programmer if the error message occurs again. The status of the programmer is unknown. There was no patient involvement.